Event description:
Same case as: 2134265-2014-03282, 2134265-2014-03382, 2134265-2014-03383 and 2134265-2014-03384. It was reported that ivus catheter did not pullback. It was reported that during intravenous ultrasound and stenting, an opticross¿ imaging catheter was used in conjunction with an ilab motor drive unit intended to visualize the lesion through a femoral artery as the vascular access. But the imaging catheter intermittently did not display any image and did not pullback. Both coronary imaging catheter and pullback sled were replaced with a second catheter/sled, but the problem persisted. The procedure was completed with another of the same device. No adverse patient events were noted.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).